Event description:
It was reported the recharger antenna is too hot and the device won't hold a charge. The hcp indicated the patient experienced short recharged intervals and burning at the side of the body. No further outcome was reported.